Event description:
During a lararoscopic assisted vaginal hysterectomy the third firing of the ets was difficult. The fourth firing was extremely difficult. The fifth time the instrument did not fire. A competitor's product was opened to finish the case. Six reloads will be returned with the instrument in the red bag. There was no consequence to the pt.